Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device failed for the following: self test at start-up, pressure calibration and the flow sensor calibration. - this occurrence was noticed during the pre-operational check. - a continuous alarm was observable both visually (error code) and through hearing. Te 231022 (pexpvalvesensordefect). - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device failed for the following: self test at start-up, pressure calibration and the flow sensor calibration. - this occurrence was noticed during the pre-operational check. - a continuous alarm was observable both visually (error code) and through hearing. Te 231022 (pexpvalvesensordefect). - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.